Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and five months post implant of this bioprosthetic valve, the valve was explanted and replaced with another model valve of the same size. It was not reported why the valve was explanted. No further information has been received.